Event description:
This lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2013 due to lead dislodgement. The patient noted numbness in left arm and cold marked venous distention. Patient was admitted from pacing clinic with swollen painful left arm and distended neck veins. Doppler confirmed extensive thrombus from subclavian into jugular vein. Patient was given with intravenous heparin and ultrasound was performed. The physician was dr. (B)(6) at (B)(6) in southampton, united kingdom. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).